Manufacturer narrative:
(B)(4).carefusion technical support advised the biomed to change out the exhalation flow sensor/ filter, and calibrate the transducers (xdcrs). Biomed was to update field service about the outcome of the recommendations. If the unit did not calibrate, and/or if the alarm conditions did not resolve, field service was to go to the facility and help resolve the issue.

Event description:
Biomed at one of the user facilities requested field service dispatched, indicating that during pre-use (while in adult mode), the unit displayed "circuit occlusion, extended high peak, and safety valve open, then stopped ventilating. A continuous audible alarm was present. According to the biomed, the unit passes est testing.

Manufacturer narrative:
The carefusion factory service center received the suspect component, avea gas delivery engine (gde). The gde was received with the electrostatic discharge (esd) protection compromised, making the device evaluation not possible.